Event description:
Synovitis [synovitis] ([knee swelling], [red blood cell count decreased], [joint effusion], [staphylococcal infection]), was having a lot of difficulty walking [gait disturbance]. Case narrative: initial information received from (B)(6) on 28-may-2018 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old male patient who experienced synovitis and was having a lot of difficulty walking (latency: unknown) after using medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient received synvisc one previously without any issues. On (B)(6) 2018, the patient started using intra-articular hylan g-f 20, sodium hyaluronate injection dosage unknown (lot - unknown) in the right knee for arthritis. The same day, the patient had a lot of difficulty walking and knee became very swollen (synovitis) (intensity: severe). It was reported that eleven days after injection the physician removed liquid from the knee that was injected (not analyzed). The adverse event resulted in urgent consultation with orthopedist and infectionist. On (B)(6) 2018 at 11:53 hours, the second drainage (38 cc) was done from the right knee and was analyzed. The synovial fluid was cloudy, yellowish, contamination with staphylococcus warneri (gram positive cocci in clusters), red blood cell count was 4.78 10e12/l (low; 4.80-6.10 10e12/l). On (B)(6) 2018 at 9:00 hours, the coml culture (negative anaerobic culture after 7 days of incubation) showed staphylococcus warneri. As of (B)(6) 2018, the patient was recovering from the event. It was not reported if the patient received a corrective treatment. The patient outcome was reported as recovering / resolving for both. A pharmaceutical technical complaint (ptc) was initiated for product synvisc one with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: intervention required for both reporter causality: related to suspect product (not related to pre-existing condition) for both additional information was received on 01-jun-2018. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 19-jun-2018 from physician. Additional symptoms of synovial fluid showed contamination with staphylococcus warneri and complete blood count showed low red blood cells were added with details. Event outcome was updated. Severity was added. Reporter causality was added. Lab data was added. Clinical course was updated. Text was amended accordingly.